Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis (fa) and was able to confirm and replicate the customer-reported issue. During the visual inspection, the instrument was found to have a broken grip that was completely detached from its base. The conductor wire was found to be broken as a result of the grip breakage. The broken piece was returned with the instrument. Missing components were found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar tip broke off. The fragment was retrieved during the same procedure. The procedure was completed.